Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was disposed.

Event description:
Doctor was using our matta pelvis system, and upon drilling into the plate using the plate screw inserter and drill bit #703966 the tip of the drill bit broke. We exchanged the drill bit for another drill bit and continued on. After placing roughly 3-4 more screws the drill bit then broke again. Both drill bit tips were buried in bone and not able to be removed.